Event description:
It was reported to vyaire medical that the sipap ventilator not switching on sometimes but continue working. The problem is intermittent. The unit switched off and sometimes does not switch on. The customer confirmed that there is no patient involvement

Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.